Manufacturer narrative:
As qc recovery was acceptable, there was no indication of a performance issue with the reagent. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable low results from the cobas pro c 503 analytical unit. The samples were repeated on another cobas pro c 503 analytical unit. Patient 1 initial calcium gen.2 result was 1.03 mg/dl and the repeat result was 8.61 mg/dl. Patient 2 initial calcium result was 0.62 mg/dl and the repeat result was 9.3 mg/dl. Patient 3 initial calcium result was 3.24 mg/dl and the repeat result was 8.71 mg/dl. Patient 4 initial glucose (gluc hk gen.3) result was 20.8 mg/dl and the repeat result was 89.1 mg/dl. The questionable result for patient 1 was reported outside of the laboratory and was questioned by the doctor. The repeat results were believed correct.

Manufacturer narrative:
The calcium reagent lot number was 744169 and the glucose reagent lot number was 734489. The expiration dates were requested but were not provided. The field service engineer found an issue with the reagent probes and replaced them. He verified the rinse station dispense with a minor adjustment and confirmed the gear pressure was to specification. The customer ran calibration and controls with acceptable results. The investigation is ongoing.